Event description:
A pt had a laparoscopic tubal sterilization performed with electro-surgery. At the end, it was noted that a small skin burn, possible 2nd degree, was present on the pt's thigh. Treatment of the burn was only minor (skin cream). User facility believes that the occurrence was attributed to incorrect electrical connections rather than the electro-surgical grasping device that is being reported.